Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Troubleshooting on the receiver and battery was performed and found a defective battery that would not charge. Charge and boot tests were performed and failed due to the receiver not turning on, but will turn on with a good known battery. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to the receiver not turning on but, will turn on with a good known battery. An internal visual inspection was performed and passed. Receiver and battery troubleshooting were performed anf failed due to battery not charging. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective battery. No injury or medical intervention was reported.